Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance. The lead was capped and a new lead was implanted. It was further reported that after the rv lead was replaced, the implantable cardioverter defibrillator (ICD) alerted for intermittent increasing high impedance in the right atrial (ra) channel and the rv channel. The ICD was revised and during revision, blood ingress was seen on the ra and rv lead slots. The capped rv lead was checked and showed normal readings. The ICD was removed and a new ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.